Event description:
It was reported by the rep that the (1) atw35 was used during an appendectomy. It was reported that the device would not fire, it was locked. The case was completed with another device and there was no consequence to the pt.